Manufacturer narrative:
Based on the calibration data provided by the customer, there is no indication of any instrument related issues. The service activities performed by the field engineering specialist were preventive measures, and there have been no further samples with questionable results.

Manufacturer narrative:
The sodium electrode lot was e28 with an expiration date that was not provided. The potassium electrode lot was l70 with an expiration date that was not provided. The chloride electrode lot was m13 with an expiration date that was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for 2 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Of the data provided for patient #1 only the results for sodium and chloride were a reportable malfunction. The initial sodium was 114 mmol/l with a repeat result of 134 mmol/l. The initial chloride was 111.6 mmol/l with a repeat result of 95.5 mmol/l. Of the data provided for patient #2, sodium, potassium, and chloride results were all reportable malfunctions. The initial sodium was 121 mmol/l with a repeat result of 137 mmol/l. The initial chloride was 109.3 mmol/l with a repeat result of 98.8 mmol/l. The initial potassium result was 4.52 mmol/l with a repeat result of 3.89 mmol/l. Patient # 2 is a female. The initial results were reported outside of the laboratory and were questioned by a doctor. The patients were admitted to the hospital. The repeat results were deemed to be correct. Both patients were admitted to the hospital, but unrelated to the ion selective electrode (ise) results. The customer stated that both patients had issues that would have resulted in admission to the hospital regardless to the initial ise results. There was no adverse event. The lot numbers and expiration dates for the sodium, potassium, and chloride electrodes were requested but not provided. The sample aliquots were processed by a modular pre-analytics system. The field engineering specialist suspects that the sodium electrode was briefly contaminated. He checked the ise flow path and the rinse mechanism. The customer performed a precision run which was successful.